Event description:
It was reported that this implantable pulse generator (pacemaker) recorded a 10 second pause due to pacing inhibition caused by electromagnetic interference (emi) oversensing. The patient was going through an ablation and the emi was related to this medical procedure. The patient experienced syncope due to this issue. This device remains in service and no additional adverse patient effects were reported.